Event description:
Sensitized to latex by the wearing of latex medical gloves from 1993-1996. The individual suffered from chest pain and tightness, dyspnea, facial, chest and arm rashes, nasal inflammation, and fatigue.